Event description:
Customer reported that he had been in a car accident. Customer stated he had tested his blood glucose, which was somewhat low. He did have jelly beans with him and was two miles from getting a snack. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.